Event description:
The following has been reported: biomed reported: "pump serial#: (B)(6) is giving this error consistently. It will give this error screen with either a tubing set loaded or not. There was no report of patient harm, nor did it stop an active infusion." A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for pneumatic valve leak failure (valve 1). Upon return, the device started up with a double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed. Valve 1 tested ok. Performed hardware test and unit failed due pneumatic valve leak failure (valve 2.) Removed and replaced air tank and performed hardware test and unit passed. Removed and replaced main pcba due to broken j50 connector. Handle assembly is damaged due to broken screw mounts. Handle assembly will be removed and replaced during repair process. No other damage found.